Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level. Customer¿s blood glucose level was over 50 mg/dl at the time of incident. Customer¿s current blood glucose level was 175 mg/dl. Customer was treated with juice for low blood glucose event. Customer was not using auto mode feature at the time of low blood glucose event. Customer stated that the sensor was not properly communicating with the insulin pump. Customer stated that they were not able to troubleshoot for low blood glucose level due to critical insulin pump error. The insulin pump will not be returned for analysis.